Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2012-00011 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
The involved device has not been returned for evaluation. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of continued attempts to manipulate the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample revealed that the sheath tip had been damaged resulting in a v-shaped indent. Functional testing was conducted on the returned device and all performance specifications were met. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. While the cause of the observed damage cannot be definitively confirmed, the event description and appearance of the return sample are consistent with repeated attempts to advance the sheath against resistance. The patient's reportedly calcified vessels and significant scar tissue are the most likely contributing factors. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that a portion of the guiding sheath became damaged during a procedure. Follow-up communication confirmed that: the sheath was partially inserted into a "scarred and heavily calcified groin"; the sheath was removed due to the resistance that was encountered; the entire sheath was removed from the patient; upon removal, the tip of the sheath was noted to have been damaged resulting in an approximately "2-mm long crack"; the damaged material was confirmed to have remained attached to the device; the initial procedure was completed successfully with another of the same device; and there was no reported impact to the patient.